Event description:
The patient was scheduled for an esophagogastroduodenoscopy (egd). An egd with biopsy was performed. Post procedure gi technician noted that the serrated tip was not on the probe. An oral exam was performed. The linen and trash containers were checked. The md reinserted the scope to reassure patient had no foreign body. Patient denied any discomfort, no respiratory disturbance noted. The md informed staff that no foreign body noted on the x-rays before the patient was leaving endoscopy. Post-procedure and before the end of the day the staff inspected the supply stock and found 9 suction probes missing serrated tips.